Event description:
It has been reported to philips that the allura system's main switch was not turning. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The philips remote service engineer (rse) analysed the system remotely and confirmed that the main switch was not turning on. Rse confirmed that there is no issue with the system as the issue was with the hospital mains contactor switch which is not supplied by philips. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The issue was due to the hospital mains contactor switch which is not supplied by philips. Based on the new information, this complaint is evaluated as not reportable. The codes were updated based on the investigation outcome.